Manufacturer narrative:
Date sent to the FDA: 1/18/2021. H6: appropriate term / code not available (e2402) utilized to capture meshoma, mesh migration. Additional h6 clinical codes: e0123, e2313, e2316. Additional b5 narrative: it was reported that the patient underwent partial mesh removal on (B)(6) 2017 due to meshoma, mesh migration, hernia recurrence, nerve damage, fibrosis, chronic inflammation and foreign body-type giant cell reaction. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient experienced adhesions, mesh shrinkage, pain and suffering. No additional information is provided.